Manufacturer narrative:
Serial number is unknown. This information will be provided in a supplemental report if made available. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is (B)(4). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report; device not returned.

Event description:
Livanova (B)(4) received a report that a patient who underwent a surgery in (B)(6) 2015 is now under observation for mycobacterium chimaera. The customer reported that a heater-cooler system 3t was used during the surgery.

Manufacturer narrative:
Through media monitoring livanova deutschland found newspaper articles in (B)(4) edition, (B)(4). It and a video on (B)(4), claiming that a (B)(6) year old female patient has undergone a surgical intervention in (B)(6) hospital in 2015 and has died on (B)(6) 2019. According to the article, the autopsy confirms an infection with mycobacterium chimaera. (B)(4).

Event description:
See initial report.